Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating the device was fully deployed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not deploy and would not release from the catheter. Reportedly, after the physician jiggled the device a few times, the clip broke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on august 21, 2019. It was reported that the clip did not break, and the stages of deployment functioned as expected. The clip simply failed to release from the catheter.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not deploy and would not release from the catheter. Reportedly, after the physician jiggled the device a few times, the clip broke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.